Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) check the patient line for air. The hp stated that the patient was clear but the drain line was full of air. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The tsr advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.